Event description:
The customer called in to report that, while setting up his meter, he noticed the units of measure could be changed and switched from mg/dl to mmol/l in his locked meter. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.